Event description:
It was reported the catheter could not be used since the guidewire was twisted prior to use. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened sac set with a straight guide wire and a single-lumen arterial catheter for analysis. Visual analysis revealed that the guide wire contained two distinct kinks. The guide wire guard was also kinked in the same locations. A bend was noted in the guide wire in the portion within the catheter extension line. The outside packaging of the sac was also noted to have multiple folds and creases in it. Microscopic examination revealed both welds were intact. The damage observed is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The kinks in the guide wire measured 74 mm and 173 mm from the distal tip. The bend in the guide wire measured 287 mm from the distal tip. The guide wire length measured 350 mm which is within the specification limits of 345-355 mm per the guide wire product drawing. The guide wire outer diameter measured 0.515 mm, which is within the specification limits of 0.508-0.533 mm per the guide wire product drawing. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one distinct kink and a couple minor bends. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter could not be used since the guidewire was twisted prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire kinked in package was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. It is possible that this defect could have been caused by improper storage or shipping, however, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter could not be used since the guidewire was twisted prior to use. No patient involvement.

Event description:
It was reported the catheter could not be used since the guidewire was twisted prior to use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned two photos for evaluation. Pic1_tc#(B)(4) for both customer photos. The photos revealed one major kink in the guide wire as well as in the guide wire guard. The customer returned one opened sac set with a straight guide wire and a single-lumen arterial catheter for analysis. Visual analysis revealed that the guide wire contained two distinct kinks. The guide wire guard was also kinked in the same locations. A bend was noted in the guide wire in the portion within the catheter extension line. The outside packaging of the sac was also noted to have multiple folds and creases in it. Microscopic examination revealed both welds were intact. The damage observed is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The kinks in the guide wire measured 74 mm and 173 mm from the distal tip. The bend in the guide wire measured 287 mm from the distal tip. The guide wire length measured 350 mm which is within the specification limits of 345-355 mm per the guide wire product drawing. The guide wire outer diameter measured 0.515 mm, which is within the specification limits of 0.508-0.533 mm per the guide wire product drawing. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one distinct kink and a couple minor bends. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.